Event description:
New information received notes that the patient experienced palpitations, auto mode switch episodes due to far r-wave oversensing were still occurring. Programming modifications were performed. The patient would continue to be monitored.

Event description:
It was reported that multiple auto mode switch episodes were observed on merlin transmission since 2015. During auto mode switch episodes, the patient had complained of experiencing fast heart rate. Far-field r-wave oversensing was suspected causing auto mode switch episodes. Patient also experienced asynchronous pacing when premature ventricular contractions were occurring. Programming changes were made to the device to resolve the oversensing and asynchronous pacing. The patient will continue to be monitored.